Event description:
It was reported that prior to an unknown procedure, the titanium tip of the device broke after working 20 minutes. The broken part did not fall into the patient. Changed another one to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on the generator, an error code 5 was displayed. A probable cause of an error code 5/solid tone is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. The device received did not have the blade broken off as stated. It is possible that the device returned is the one used to complete the surgery. The batch history records were reviewed with no anomalies noted during the manufacturing process.